Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the top of the reservoir compartment was broken. The customer's blood glucose level was 212 mg/dl at the time of incident. The customer reported that the reservoir compartment top was broken while removing from reservoir. The customer was advised that insulin pump need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring and partially broken off reservoir tube lip.